Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 of the bd luer-lok 1-ml syringe experienced leakage past the stopper. The following information was provided by the initial reporter: the 302149 has been used to flush permacaths and central lines and on 3 separate occasions the patient's blood has flowed back into the syringe and has gone past the black stopper. This has happened previously. (Pir (B)(4)).

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of leakage past stopper was not confirmed upon inspection of the photo. The defect reported could not be clearly observed in the returned sample photo. No samples were addressed for this complaint record. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR for syringe was performed for the batch 2266800 (catalog 302149).

Event description:
It was reported that 3 of the bd luer-lok 1-ml syringe experienced leakage past the stopper. The following information was provided by the initial reporter: the 302149 has been used to flush permacaths and central lines and on 3 separate occasions the patient's blood has flowed back into the syringe and has gone past the black stopper. This has happened previously. (Pir 44046491).